Event description:
It was reported that the 9900 system had a charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The charger board and the filament drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4).